Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during device startup. The root cause of the problem was a broken or disconnected display cable. There was no patient or user harm.

Event description:
At the device start with white screen.